Event description:
The physician tried to link the syringe to the hub, but the hub was already broken. The physician could not use the stent and used another one in order to treat the patient. The product was stored without damage before removing it from the packaging, which was in optimal conditions. The device appeared normal when it was removed from the packaging. The physician declared that the product had been handled in the right way, when removed from its box. The product cracked, and did not break into separate pieces.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product is available for analysis. Add'l info will be submitted within thirty days upon receipt.